Event description:
A caller reported that the indicated battery charge dropped 35% in a short period of time. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). The caller was instructed to connect the pump for 30 minutes and report back if the problem persisted. No further information was available.